Manufacturer narrative:
Product analysis summary product analysis was unable to confirm the reported allegation related to fluid loss; however, product analysis confirmed pump malfunction. The ams 700 momentary squeeze (ms) pump was visually inspected; no leak was found. The pump was functionally tested and failed deflation test; the pump was unable to move fluid from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed with 4 psi back pressure on the cylinder. The ams 700 flat reservoir was visually inspected and functionally tested. There was a tool marking damage in the reservoir shell; however, no leak was found. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has the leaks in distal cylinder body attributed to sharp instrument damage which most likely occurred during the explant. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 was functionally tested and performed within specification. Labeling review there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device was flat. One cylinder had a small leak. All components were removed and replaced. A full recovery is expected for the patient.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device was flat. One cylinder had a small leak. All components were removed and replaced. A full recovery is expected for the patient.